Event description:
The event occurred during a suprapatellar tibial nail for a tibial fracture. There was no surgical delay and procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d10 h3, h6: part: 03.010.475-us lot: 9571038 manufacturing site: bettlach release to warehouse date: 22. Sept 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap (p/n: 03.010.475, lot #: 9571038) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was not returned. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - connector f/insertion handle f/pfna complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: 9571038). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: e1 e2 e3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the driving cap/impactor broke off inside the aiming arm. The impactor that threads into the aiming arm. Surgical delay and procedure outcomes are unknown. There was no patient consequence. Concomitant device reported: insertion handle for suprapatellar (part#03.010.440, lot#11-3111, quantity 1). This is report 01 of 01 of (B)(4).